Event description:
The facility representative reported, "changing volumes." Information was not provided regarding whether or not the problem occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 09, 2007. Evaluation results: the reported condition of a pump "changing volumes" was not duplicated or confirmed. The device passed all visual and functional tests prior to customer return.